Manufacturer narrative:
Update: h3, h6 device evaluation: follow-up report submitted to document the device evaluation. Update: b5 additional information: follow-up report submitted to further clarify outcome of procedure and patient condition.

Event description:
The customer reported that after draping the patient for a posterior approach shunt replacement accuracy was lost. The patient had been registered in the operating position, and the tracker was positioned at the right side of the forehead with a tagaderm placed on top. It was reported that the device was registered with confirmed accuracy to sub-2mm precision. Later in the procedure, while placing the shunt stylet on the previous burr hole from the previous shunt, it was reported the device reflected the shunt was inside the brain, medial to its true location. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.

Event description:
The customer reported that after draping the patient for a posterior approach shunt replacement accuracy was lost. The patient had been registered in the operating position, and the tracker was positioned at the right side of the forehead with a tagaderm placed on top. It was reported that the device was registered with confirmed accuracy to sub-2mm precision. Later in the procedure, while placing the shunt stylet on the previous burr hole from the previous shunt, it was reported the device reflected the shunt was inside the brain, medial to its true location.